Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. It was noted during the follow up that the pacemaker had eroded through the skin. The patient was admitted to the hospital and transferred to another center for system explant. On (B)(6) 2018 the pacemaker was explanted and the leads were capped. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.